Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a monopolar receptacle failure. Functional testing found that the unit would not coagulate at low power. External inspection found cosmetic damage including slight gouges in the housing and touch screen. Ac power was connected. Unit was powered up and passed post. Docked unit to vlex. Coagulation settings of 1, 10, 20, 30, and 40 were tested by using a ufp adapter and pressing the foot pedal 50 times and by using a standard two button pencil in monopolar 1 and 2 ports and activating the unit 25 times with the pencil and 25 times with the foot pedal. Outputs were consistent for each setting between all three methods. Also, it was observed that placement of the two button pencil in the monopolar 1 connector could cause the device not to activate, indicating that the port is slightly worn. When the positioning of the connector was changed, output was consistent and without issue. A potentially related device issue was confirmed. The most likely root cause was traced to device design. The event had foreseen risk and is included in a data monitoring plan. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bilateral mastectomy, the unit would not coagulate at lower power setting. The doctor had to turn the power up to 40-60 watts in order to get it to coagulate. Later (within several hours), the patient had a hematoma however, it has not been determined if this was related to this issue. There was no tissue damage. The hematoma was drained and any remaining bleeders were touched up with cautery and arista.

Event description:
According to the reporter, during bilateral mastectomy, the unit would not coagulate at lower power setting. The doctor had to turn the power up to 40-60 watts in order to get it to coagulate. Later (within several hours), the patient had a hematoma however, it has not been determined if this was related to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.